Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home dialysis treatment the operator experienced air alarms that could not be resolved. The operator tried to manually remove air from the filter venous port, however he did not see any air. The pt discontinued treatment without rinseback resulting in 260 cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Inspection of the two returned cartridges demonstrated that no air leaks were detected. The venous air alarm could not be duplicated during testing, and the cycler performed in accordance with the required specifications. The exact cause of the air alarm is unknown and will continue to be monitored as part of the routine complaint process. Device labeling includes instructions to discontinue the treatment and return the pt's blood if alarms cannot be resolved promptly. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.